Event description:
On (B)(6) 2009, the patient underwent treatment of a type b thoracic aortic dissection with a gore tag thoracic endoprosthesis. It was reported the dissection was successfully excluded at the end of the procedure. On (B)(6) 2009, a follow-up CT scan revealed that a new dissection had developed at the distal neck of the gore tag device. It was reported that the new dissection may have been caused by the distal flare of the implanted tag device; however, this could not be confirmed. On (B)(6) 2009, an additional procedure was performed whereby a second gore tag device was implanted to treat the new dissection around the distal neck. The dissection was excluded at the end of the procedure, and the patient tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: the root cause of the new distal dissection is unknown.